Event description:
Event description cpi received information that this thinline lead exhibited a loss of ventricular capture, even with an output of 8.1 volts at 1.5 msec. The lead impedance was measured to be 240 ohms in both bipolar and unipolar modes. In addition, the implantable pulse generator (ipg) displayed a battery voltage of 2.6 volts, which is below beginning of life (bol). A chest x-ray revealed that the lead had dislodged. Both the lead and the device were subsequently explanted.